Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 70 mg/dl and 200's mg/dl, and also on the same day 500 mg/dl, 233 mg/dl, hi(>600 mg/dl), 90 mg/dl, 116 mg/dl and 113 mg/dl. All readings were within an hour and a half. No adverse event reported. Requested return of suspect device and replacement was sent.